Manufacturer narrative:
(B)(4). Initial state: (B)(6).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and passed. A pairing test was performed and passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause was determined to be a potential patient misuse. No injury or medical intervention was reported.